Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7052978, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices wer not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that following a trial procedure, the patient developed an involuntary twitching in the left leg. The involuntary twitching remained after the left lead was removed. The physician opted to remove the right lead as well and the symptoms ceased.